Event description:
It was reported that there was gel migration during use with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: gel migration concerns with rst centrifugation: biomed investigated that the centrifuge was working properly eppendorf 5804, 1300 10 min tech said they let sample clot.

Manufacturer narrative:
Investigation summary: bd received contaminated samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was gel migration during use with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: gel migration concerns with rst. Centrifugation: biomed investigated that the centrifuge was working properly. Eppendorf 5804, 1300 10 min. Tech said they let sample clot.